Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day after a cesarean section procedure, the staples were found to be loose. When the dressing was being changed on post-op day one, the staples were loose in the skin. Steristrips were applied to the incision. There were no reported quality issues with the device during use. There were no adverse consequences for the patient. The device was discarded after the procedure.